Event description:
It is alleged that a pt's wound worsened while on an atmosair 9000 ar mattress replacement system.

Manufacturer narrative:
Info provided to kci claims that a home pt's wound worsened allegedly due to the mattress not functioning properly. Info provided to kci by the pt's physician's office indicates that the home pt was a paraplegic who had two stage IV ischial pressure ulcers prior to placement on a customer owned atmosair 9000ar mattress replacement system which was purchased through a durable medical equipment (dme) supplier. The physician's office claims that the two pressure ulcers became necrotic due to an alleged "bed problem" and required surgery under general anesthesia. Neither the physician nor the dme has provided any additional info to kci regarding the alleged event. Additionally, no info was provided as to why an alternate therapy was not provided by the dme until the alleged event was resolved. According to the physician's office, the wounds "looked better" when the pt was seen in 2008. The mattress has not been returned to kci for eval. Kci is reporting this event without regard to whether a kci product may have caused or contributed to the alleged tissue necrosis because surgical intervention under general anesthesia was required.